Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/17/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection of the return sample shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported event could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis 1 multifocal (tmf) model zlb00 10.5 intraocular lens (iol) was explanted from a female patient¿s right eye as the post-operative refractive measurement was +1.75. The lens was replaced with another zlb00 iol of a higher diopter (12.5). The surgeon¿s comments were the explant procedure was uncomplicated with no change in wound structure. The surgeon explained the iol master and ora (ocular response analyzer) did not match and the surgeon chose to use the ora data to select the lens. The patient outcome is of satisfactory condition.